Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro harvester was inserting the bisector into the harvest cannula and broke the gray insulation portion of the tip of the bisector. The customer disposed of the device after finding the piece of insulation on the floor. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise number # (B)(4). Autonumber # (B)(4). A lot history record review was unable to performance because the lot number was not reported and the specific product lot cannot be identified from the ship history. Cs surgery was contacted for ship history. According to their system, there were no records found for any c-vh-3000 shipped to the account during the time frame 11/09/2016 to 11/09/2017.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro harvester was inserting the bisector into the harvest cannula and broke the gray insulation portion of the tip of the bisector. The customer disposed of the device after finding the piece of insulation on the floor. A replacement device was used to complete the procedure. The hospital did not report any patient effects.